Event description:
Reporter indicated a vns patient was experiencing increased seizures. The reporter was uncertain if the seizure increase was due to the patient's hypertension or other issues. Attempts for further information are in progress.

Event description:
Reporter indicated the etiology of the seizure increase is unknown, and the seizure increase is about at pre-vns baseline levels. Medication was given as an intervention. The patient has partial-complex seizures. No contributory programming changes, medication changes, or other external factors preceded the onset of the increased seizures. Diagnostics for the vns were reported as within normal limits, but were not specified. The patient's hypertension is not related to the vns, and is a pre-vns condition. Medication was given as an intervention. No events precipitated the hypertension.